Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The device was found out of specification in relation to the reported "door not fully latched" messages. The eval confirmed and reproduced the "door not fully latched" messages were caused by a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was alarming "door not fully latched". It was also reported that there was no pt involvement.